Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. The customer identified the finished good (fg) lot # 3038223 of catalog c6636, ¿cusa excel 36khz cem nosecone¿, as the product involved in the incident. Device history record (DHR) of finished goods (fg) lot # 3038223 was reviewed. No anomaly was reported in this fg lot during its packaging and inspection processes that could be related to the reported condition of ¿individual package was damaged¿. The lot met all in-process inspections and testing requirements as specified in the packaging shop order and related procedures. The lot used outer trays part number (p/n) 225200325, ¿univ tray¿, from batch #s 4741610 and 4818210. During raw material inspection of incoming, the tray is inspected for attributes such as sharps, edges, burns, dents, nicks, holes, cuts and breaks. No reject was found from the attributes mentioned above in the raw material inspection reports for the trays used to pack the fg lot # 3038223. The reported condition is unconfirmed. The root cause is undetermined. Device identifier number: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. (B)(6).

Event description:
A distributor reported that the package of the c6636 cusa excel 36khz cem nosecone was rejected during inspection because of damaged packaging on (B)(6) 2019. There was no patient contact or injury. There was no delay in surgery.